Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump suddenly went blank, without any prior alarm. The customer¿s blood glucose was unknown at the time of incident. The customer was advice to go back to pen injection plan as per health care professional advise. The insulin pump will be returned for analysis.

Manufacturer narrative:
After installing the battery tester the device shows low power battery sign and no key function due to corroded battery tube compartment noted. Device passed displacement test.